Manufacturer narrative:
The lift was inspected and tested by an arjo investigator who found the lift in fair condition but with some corrosion to the pick-up hook and to the base of the mast. There were a number of marks on the top of the chair frame consistent with the chair being lowered onto a solid surface and hitting the safety catch. The owner of the home had hammered the pick-up hook back into position. The lift was tested and performed to specifications. No other faults were reported. Based on the information provided, the manufacturer has determined that the reported incident occurred as a result of the condition of the jib pick-up hook. Maneuvering the patient was probably done by pulling/pushing on the chair, which put stress on the jib pick-up hook and bent it. The operating instructions state this should be done by holding onto the jib/lift arm, not the patient, chair or leg rest. The manufacturer recommends repair of the lift before returning back to service. The manufacturer also recommends retraining staff to the operating instructions regarding the correct procedure for maneuvering the patient.

Event description:
The customer indicated that the resident had been hoisted into the bath and bathed. The resident was then hoisted out of the bath. As the chair was rotated, it became detached from the hoist, causing the resident and the chair to fall to the ground approximately 3 feet. The resident sustained bruising to the top of the right arm.